Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during basal delivery. Customer loaded a new cartridge to resolve the issue. Customer's blood glucose level was 183 mg/dl.